Event description:
The reporter stated the surgeon was advancing a 20.0 diopter silicone lens in cartridge and the lens became stuck and when it was ejected onto the mayo stand the lens torn in half. There was no patient contact or injury. The reporter stated that is was due to the cartridge.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows no visible damage to the cartridge. The lens was received and visual inspection shows the optic is torn off with a haptic and a portion of the haptic is torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the injector was not returned for evaluation.